Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 7.3, second test inr = 5.3, third test inr = 6.1.

Manufacturer narrative:
Inratio precision data provided by end-user, lot 070781: first test inr = 7.3; second test inr = 5.3; third test inr = 6.1; mean = 6.23; sd = 1.0; %cv = 16%. The % cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.